Event description:
As part of a programming history review of the manufacturer¿s vns programming history database, it was identified that a faulted system diagnostic test occurred on (B)(6) 2011, and a final interrogation was not performed prior to the patient leaving the clinic to verify intended programming settings. As a result, the initial interrogation on (B)(6) 2011 showed the device was at unintended programming settings. Manufacturer labeling indicates to perform a final interrogation prior to patients leaving the clinic to verify the patients¿ devices are programmed to intended parameters. No patient adverse events were reported. The settings were not corrected prior to the patient's generator replacement on (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.